Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and peripheral neuropathy. It was reported the patient was planning to have the pump removed as it was not helping them. It was noted the patient has neuropathy and was told the pump wouldn't work for someone with neuropathy.